Event description:
The customer reported the unicel dxc 860i synchron access clinical system generated three (3) false low total bilirubin (tbil) patient results. The customer repeated the sample and obtained a result considered correct by the customer. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched onsite to evaluate the instrument. The fse inspected the instrument and confirmed results suppressed (no value) or below instrument analytical measuring range. The failure mode was identified as a faulty photometer lamp source assembly. The fse replaced the photometer source lamp assembly to resolve the issue. The system returned to normal operation. No further issue noted after part replacement. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).